Event description:
It was reported that this right atrial lead exhibited high out-of-range pacing impedance measurements. As such a lead fracture was suspected. No adverse patient effects were reported. This product remains in-service.